Manufacturer narrative:
(B)(4). Unit powered up with a blank display due to the fact that a huge piece of the battery threads broke off. As a result, the battery cap is not making good contact with the battery. Unable to perform displacement test due to the loose battery threads. The unit was received with a crack in the battery tube that extends to the top of the unit where a huge chunk of the battery threads broke off. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Event description:
Information received by medtronic indicated that the insulin pump's battery side was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.